Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and morphine (concentrations and doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain, intractable spasticity, and degenerative disc disease. On an unknown date, the patient experienced a volume discrepancy at one refill where they got nothing back. The patient had no symptoms related to that event. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.